Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received large differences between sensor glucose and blood glucose levels. Customer reported that she recently had a blood glucose level of 470 mg/dl. Blood glucose level at the time of the call was 143 mg/dl. It was reported that the sensor was damaged. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.